Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." The user reported two sequenced bg readings of 131 mg/dl and 116 mg/dl, using the strips that were stored in the bathroom. The user was advised by the dario representative to move the strips' cartridge to another room and to test her bg level again. The user moved the strips' cartridge to the bedroom. At a later date, the user compared her bg readings with the strips stored in the bathroom to the once stored in the bedroom. The results were: 107 mg/dl vs. 106 mg/dl, respectively. Then, a replacement of dario's strips cartridge was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new cartridge of the dario strips was received, the dario representative followed up with the user which stated that everything is working fine, and her bg readings are in the range for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) the user contacted dario to report high blood glucose (bg) readings. The user reported that her first bg reading is usually higher in about 10-25 points than her second bg reading when using the dario meter. The user stated that her lab test results at the doctor's office reflect a similar result as her ea1c provided by the dario application.